Event description:
This reported event involves 1 event, 4 devices (2 sets), same patient, same procedure. It was reported as uncertain which set of devices was actually used on the patient. All 4 devices are associated with thread issues. This is report 3 of 4. MFR report numbers: 9615741-2016-00025; 9615741-2016-00026; 9615741-2016-00027; 9615741-2016-00028. It was reported the patient did have additional, unintended holes in her tibia due to the incident. The surgeon placed the u-shaped compression device onto the jig and placed the wheel on top to zero out the compression. After she placed her compression rods, she dialed in on her compression; however, it was hard for her to turn the wheel and only one side of the device compressed to 3mm whereas the other side did not compress at all. She continued placing her tibial screws and then tried to turn the wheel to release the compression device. The surgeon could not turn the wheel. She continued taking out the compression rods, and placed her calcaneal screw by free handing it. The scrub tech had to remove the wheel by turning it as hard he could and it was finally released. The surgeon took fluoroscopy of the nail and realized she missed the tibial nail holes and she ended up with zero compression. She placed another jig and u-shaped compression on the nail to complete the case which took an additional hour 1/2. It was reported that although the device was in contact with the patient, no patient injury is alleged. No revision or medical intervention was required. There was a 1.5 hour surgical delay.

Manufacturer narrative:
Integra completed its internal investigation 12sep2016. The investigation included: method: -evaluation of actual device. -review of device history records. -review of complaint history. Results: a review of the device history is performed for manufacturing lot fe4j for part number 519110nd. It was manufactured in 6th august 2015. Threaded diameter was checked according to associated inspection instruction and no anomaly was reported. A review of the complaint system was performed. This is the sixth incident reported to newdeal about improper screwing between panta nail threaded axis 519131nd and support device 519110nd for the past two years. As instrument pn 519110nd is reusable instrument and used for insertion of each panta nail implants surgery, the number of sold panta nail implants is taken. During the same time period, about (B)(4) panta nail were sold. The complaint rate for this kind of incident (confirmed incidents only) during the stated time period is (B)(4). This is the second incident of the same kind for the manufacturing lot fe4j. The product is received at newdeal and inspection does not verify complaint. The thread is slightly damaged but there is not functional impact. Conclusion: product returned and the incident is not confirmed.